Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, although the root cause could not be determined, it is likely that the distal cover detached easily due to the following: 1. The cover was attached improperly. 2. The cover was broken by adhesion of chemicals such as anti-fog agent. The event can be detected/prevented by following the instructions for use (IFU) in the following section: ¿3.5 attaching accessories to the endoscope: attaching the single use distal cover.¿ this supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during the procedure, the doctor withdrew the scope from the patient¿s esophagus and the distal cover had fallen off. Three attempts were made with three different scope in an attempt to retrieve the distal cover but were unsuccessful and the procedure was aborted. The patient coughed up the distal cover once he/she woke up from anesthesia and the distal cover was recovered. This complaint requires 2 reports. The related patient identifiers are as follows: (B)(6). : maj-2315 (B)(6). : tjf-q190v this medwatch report is for patient identifier (B)(6).